Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire was difficult to pass through handle of catheter when prepping and became stuck again while engaging lspv. No tissue was seen at the tip of the catheter or guidewire, the guidewire could not be removed as normal and no other catheter malfunctions were observed. It was further reported that a new guidewire was opened to complete the case, there were no issues with deploying the catheter and it was indicated that the guidewire could not be removed from catheter. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire was difficult to pass through handle of catheter when prepping and became stuck again while engaging lspv. No tissue was seen at the tip of the catheter or guidewire, the guidewire could not be removed as normal and no other catheter malfunctions were observed. It was further reported that a new guidewire was opened to complete the case, there were no issues with deploying the catheter and it was indicated that the guidewire could not be removed from catheter. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.